Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a broken sensor wire and an adverse event. The sensor was inserted into the arm on (B)(6) 2017. It was reported that the patient began having issues with the sensor and removed the sensor pod at 11:30pm and did not notice anything unusual until the following morning. The patient reported that the sensor wire was underneath the skin. Further contact was made with the patient on (B)(6) 2017 and the patient stated that on (B)(6) 2017, the patient contacted their healthcare provider and was advised that if the sensor wire is broken off inside the patient, it cannot be seen in an x-ray. It was indicated that the patient experienced inflammation and tenderness at the sensor insertion site and developed a pimple-like body reaction. The patient's healthcare provider advised the patient to make a follow-up appointment if the sensor wire did not work itself out. At the time of contact, the patient indicated that they were following the healthcare providers treatment and the site was painful to touch. No additional patient or event information is available. The sensor was returned for evaluation. A visual inspection was performed and the inspection failed. It was observed that the sensor wire was attached to the sensor pod and seal carrier and was not broken. The sensor wire was inserted farther than designed into the housing puck, resulting in a semmingly shorter sensor wire. The reported event of a broken sensor wire was not confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.